Event description:
The customer observed short sample flagging in the closed mode of the cell-dyn sapphire hematology analyzer. The open mode of the analyzer was functioning without issue. The customer performed troubleshooting including replacement of the aspiration probe without resolution. The customer was advised to replace the vent head assembly, and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.